Event description:
A falsely elevated troponin I result of 3.45 ng/ml was obtained. This result was reported to the physician. A previous draw on this same patient read 0.05 ng/ml. A sequential sample read 0.04 ng.ml. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated result. Analysis of instrument data did not identify an instrument failure. The suspected cause is sample integrity due to presence of fibrin in the sample.